Event description:
It was reported that this pacemaker exhibited high out-of-range pacing impedance of greater than 2,000 ohms on the non-boston scientific right atrial (ra) lead that resulted in a lead safety switch (lss) to the unipolar configuration. The out-of-range impedance measurement was only seen once; however, the lead trend data showed the impedance has varied a lot over the past year. There was no noise noted on the electrogram (egm). This product remains in service. No adverse patient effects were reported.